Event description:
It was reported that stent migration occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following pre-dilation, a 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment but the stent strut was caught. The stent was implanted but migrated after deployment due to calcification. There were no patient complications reported and the patient condition was stable.